Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the distal end is damaged. Based on the results of the investigation, it is likely that following led to the malfunction: broken video cable and component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an intermittent multicolored image when in a patient. It is unknown what the procedure was. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an intermittent multicolored image when in a patient. It is unknown what the procedure was. There were no reports of patient harm.